Event description:
According to the reporter: the customer reports that a pt, on whom the device had been applied some time ago, had to be re-operated. During the procedure, the surgeon found out that the intestine and the epiploon were sticking on the whole surface of the mesh.

Manufacturer narrative:
(B)(4)